Event description:
The customer states the following back to back results were obtained on the suspect meter; 300 mg/dl and 150 mg/dl. The customer states that in 2006, he obtained a 227 mg/dl reading on the suspect meter and based upon the result, injected 3 units of novolog insulin. He then had symptoms of hypoglycemia and treated himself with orange juice. Return requested and replacement was sent.